Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a second run on of exchange procedure coagulations were found in the waste bag. A unit of packed red blood cells was administered to the patient via bolus after which the run was aborted without blood return. Patient identifier is unknown at this time per customer "the patient stabilized during the manual exchange." Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, b.5, b.6, d.4, h.4, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data files for the rbc exchange procedures confirmed multiple occurrences of the alarm ¿aim system saw red blood cells near top of connector¿ and ¿cells were detected in plasma line from centrifuge¿ alarms from the beginning of the first procedure throughout all procedures on both spectra optia systems with this patient. All runs were ended earlier than expected. The ¿aim system saw red blood cells near top of connector¿ alarm and the ¿cells were detected in plasma line from centrifuge¿ alarm may occur for various reasons including patient hematocrit entered was not correct, the hematocrit entered for replacement fluid was not correct, inlet line restriction or clotting present in the inlet line trap. It is also possible that hemolysis or the patient¿s blood physiology can contribute to generation of these alarms. The operator paused the pumps and stopped the centrifuge several times to verify there were no occlusions or restrictions in the tubing set, and to clean the aim system components. In response to observed clotting, the operator appropriately reduced the inlet:ac ratio for subsequent procedures. Review of the aim images confirmed darker plasma, or possible hemolysis, was the likely root cause for these alarms. This is in accordance with the customer¿s description of the red appearance of the plasma in the connector. The customer inquired whether the aim system could be disabled while continuing the procedure. This option is not available in software version 12.1. In the latest software release (v12.1.1), the aim system can be disabled by pressing the disable aim button on the alarm screen following the fourth occurrence of the alarm condition. To mitigate repeated ¿cells were detected in plasma line from centrifuge¿ alarms, the operator disabled the rbc detector during the final procedure, which is acceptable when darker plasma or hemolysis is suspected. It was noted that the initially entered patient hematocrit values varied between procedures and were adjusted multiple times during the runs. Frequent changes to the entered patient hct during a procedure may adversely affect the accuracy of the system¿s calculations for pump flow rates and target hct. In addition, during 3 procedures the bolus option was used to administer rbcs rather than saline, which is not the intended use of this option. While we recognize the challenging circumstances encountered with this patient, this practice may have further impacted the accuracy of the system¿s calculations and could have contributed to the alarms described above. During an rbcx procedure the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. The interface in the connector is controlled by an algorithm and relies on correct patient and replacement fluid hematocrit entries to be accurate. Consequently, ensuring accurate patient data has been entered at the start of the procedure is essential for optimal performance during rbc exchange procedures. We also recommend to obtain the hct and volume of each unit of replacement rbc, average the hct of the units, and enter the averaged value during data entry. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a second run on of exchange procedure coagulations were found in the waste bag. A unit of packed red blood cells was administered to the patient via bolus after which the run was aborted without blood return. Per customer "the patient stabilized during the manual exchange." Terumo bct is awaiting return of the collection set for evaluation.